Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 400cc saline prostheses on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. Leak testing was performed according with mentor procedures and it revealed a rent  measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/27/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 475cc saline prosthesis, catalog: 3501680, serial number: (B)(4), lot: 6702918. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 400cc saline prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/3/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).